Event description:
The tip of the ideal suture shuttle snapped off whilst in use as it was being passed through the labral tissue. It was retrieved with an arthroscopic grasper and removed from the patient. It delayed the case by 3 minutes. A smith and nephew accupass shuttle was then opened to complete the case. There was no adverse event and nothing was left in the patient. Additional information from the affiliate stated the device was discarded.

Manufacturer narrative:
The complaint device is not being returned; it was discarded at the user facility and therefore is unavailable for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. It is possible that excess force was applied while using this device causing it to snap off. Other than this possibility, we cannot discern a root cause for the reported failure mode. Based on the complaint history, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding this complaint, this file will be reopened at that time and a follow-up report will be filed.